Manufacturer narrative:
Review of the information available confirmed that the abandoned tissue processing run referenced by the complainant was the "5 hr program" protocol comprising 160 cassettes started in retort b at 19:53pm on (B)(6) 2022. At 03:36am on (B)(6) 2022, the protocol failed at the completion of step 3 of 13, which was the second dehydration of six (6) dehydration steps. Failure of the protocol was in association with the generation of event code "230" indicating a "drain timeout", with the following information displayed to the user: "protocol 5 hr program failed check other events for cause. Ethanol (82.7%) remains in retort b." Accordingly, dehydration of the patient tissue samples was incomplete. The root cause of the sub-optimal processing of the patient tissue samples reported by the complainant was a use error. Specifically, a user created a single instance edited "5 hr program" comprising three (3) clearing steps and three (3) wax infiltration steps to continue processing the patient tissue samples from the failed protocol. As the "5 hr program" protocol started in retort b at 19:53pm on 15 july 2022 failed with the patient tissue samples in 82.7% ethanol and the minimum ethanol concentration required for the final dehydration step in a tissue processing run is 98%, this regimen was not appropriate for continuing the processing of the affected patient tissue samples. The user did not include any dehydration steps in the single instance edited "5 hr program". These steps were required to complete dehydration of the patient tissue samples from the failed protocol before progressing to the clearing and wax infiltration steps. Due to the use error when creating the single instance edited "5 hr program", water would have remained in the patient tissue samples being processed, which could not be displaced in subsequent processing steps, and would also have resulted in the contamination of reagents used in the subsequent processing steps, ultimately resulting in the sub-optimal processing of patient tissue samples reported by the complainant.

Event description:
The complainant contacted leica biosystems on (B)(6) 2022, and the following complaint information was documented: "err 230, 233 and 1001-one of our peloris iiis is having issues in both our short and long runs. We had a long run abandon over the weekend in 80% alcohol (bottle 9) where it sat for 5 hours affecting 160 specimens. The error message was 230 and then 1001 yesterday it errored as 233 after the short run had finished in 88% alcohol (bottle 8) potentially affecting 85 specimens. I took both bottles out and checked for debris or crystals and did not find any. I backlit the bottles and handles and did not see any type of blockage inside. Is there any other troubleshooting I can do for this? The long run abandoning definitely affected the patient tissue and we are leery about leaving tissue on this machine overnight while staff is not here in case this were to happen again. Both errors occurred in retort b." The complainant further advised that 160 patient tissue blocks comprising "skin, larger excisions" were "wet, mushy, difficult to section". On (B)(6) 2022, a leica field service engineer (fse) visited the customer site to assess the operation and function of the instrument. The fse could not duplicate the error; the results for minimum verification testing conducted were satisfactory. On (B)(6) 2022, the assigned leica field applications specialist ii, core histology (fas) documented that the affected patient tissue samples were derived one (1) "5 hr" protocol, which started in retort b at 19:53pm on (B)(6) 2022 and completed at 03:30am on (B)(6) 2022; the size(s) of the affected patient tissue samples were "large skin e"; the tissue from two (2) patient cases could not be diagnosed and re-biopsy of the affected patients had been recommended but not yet performed. An identifier, age or date of birth and gender for each of the two (2) patients for whom re-biopsy had been recommended was requested from the complainant. On (B)(6) 2022, the fas contacted the complainant and discussed the information requested for each of the two (2) patients for whom re-biopsy had been recommended and documented the following: "customer mentioned information was 'not available'".